Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl and gone to 60 mg/dl. It was reported that bottom of the pump coming loose and the drive support cap coming out. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated. Customer will return device for analysis.

Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to detached end cap. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.